Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure, primary audible alarm background test and base task timeout. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email on 26-jan-2022: the errors were found during annual preventive maintenance. No patient involvement. Event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the battery cover broken, acu watchdog failure, primary audible alarm bgnd test, base task timeout. Unable to duplicate the acu watchdog (sympathy alarm to primary audible alarm) or primary audible alarm post error at power up and unable to duplicate the base task timeout at power up. Replaced broken battery door, replaced speaker for preventive measure, replaced interconnect board for preventive measure. The cause of the battery cover broken was traced to the customer manipulation of the device. The cause of the 2 other reported problems could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.